Event description:
It was reported that the device was used during a low anterior resection; they could not staple on the patients side. And could find no staples on the tissue. Another device was used to complete the case. There was no adverse patient consequence.